Manufacturer narrative:
The unit was stuck in the motor error loop during bolus and basal delivery. The unit passed the rewind, basic occlusion test, prime test, and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm during bolus and fill cannula. The customer was able to complete the rewind sequence. The customer's blood glucose level was 180 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.